Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8578, serial# (B)(4), implanted:(B)(6) 2010, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for failed back surgery syndrome. The pump contained bupivacaine and morphine with concentrations of 20 mg/ml at doses of 3.25 mg/day. It was reported a catheter event had been confirmed. The representative stated the patient had a pump replacement due to normal early replacement indicator (eri). The representative reported the health care provider (hcp) had tried to aspirate the catheter, but was having a lot of difficulties. The representative reported the catheter was not flowing easily, so the hpc had to use a lot of force to aspirate the catheter before it eventually was able to have good flow. The representative stated they were not sure how much of the previous dose the patient had been getting, so the hcp started the patient off basically like it was a new pump. The representative stated the patient was programmed to 1 mg/day after the pump replacement on (B)(6) 2017. No patient symptoms were reported related to the difficulty aspirating.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The manufacturer representative indicated that the initial information was reported by the health care professional. The cause of the difficulty aspirating the catheter was not definitively determined. Due to the fact that the flow was difficult to get at the beginning of the case, but easy to obtain afterwards, the physician decided to restart the new pump at a lower dose than what the old one was running. After the replacement the flow was easily obtainable.